Event description:
Reporter alleged obtaining the results of 1.1 mmol/l, 6.0 mmol/l, 0.6 mmol/l, lo (less than 0.6 mmol/l) and 4.7 mmol/l back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).